Event description:
The customer reported obtaining elevated free triiodothyronine (access free t3) results for two patients on a unicel dxi 800 access immunoassay system (serial number (B)(4)) that were discordant to two other methodologies and the patients' clinical files. The sample corresponding to patient one (1) was tested one additional time on the same unicel dxi 800 access immunoassay system (serial number (B)(4)) and equivalent elevated access free t3 results were obtained. The sample corresponding to patient two (2) was tested one additional time on an alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and equivalent elevated results were obtained. The customer also analyzed the patients' samples on two alternate methodologies (siemens, and roche) and obtained discordant, lower free triiodothyronine results. The sample corresponding to patient one (1) generated lower free triiodothyronine results that were within the assay's normal reference range when analyzed with both siemens and roche methodologies. The sample corresponding to patient two (2) generated lower results that were below the assay's normal reference range when analyzed with roche and siemens methodologies. The access free t3 results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. Calibration, qc (quality control), and system check were performing within assay and instrument specifications at the time of the event. No hardware errors or other assay issues were reported in conjunction with this incident. The patients' samples were collected in serum tubes. Sample centrifugation speed and times were not supplied. No issues with sample integrity were reported by the customer in association with this event.

Manufacturer narrative:
The customer did not supply the patients' demographics such as age, date of birth, sex and weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access free t3 reagent was returned for evaluation. Beckman coulter has determined through customer feedback and internal testing that the access free t3 reagent lots greater than or equal to 524087 manufactured after june 2015 and reagent lots greater than or equal to 570090 manufactured after august 2015, demonstrates an upward shift of 10-14% in the patient s results across the reference interval when compared to the results generated with reagent lots manufactured prior to the june 2015 production lots. This change is expected to be maintained for all future lots. Field safety notice - fsn #28096 and field action - fa#28096 were circulated to all affected customers worldwide via hard copy distribution starting from 09jun2016, through e-mail 10jun2016, and distribution started in EU and emeai on 17th june. Per field safety notice customers using affected access free t3 lots greater than or equal to 524087 and greater than or equal to 570090 are instructed to discontinue using these lots until the laboratory either: verifies that current in use access free t3 reference interval is appropriate; or adjusts or established a reference interval. Appropriate geographies national competent authorities have been informed of this field safety corrective action.

Event description:
The customer reported obtaining elevated free triiodothyronine (access free t3) results for two patients on a unicel dxi 800 access immunoassay system (serial number (B)(4)) that were discordant to two other methodologies and the patients clinical files. The sample corresponding to patient one (1) was tested one additional time on the same unicel dxi 800 access immunoassay system (serial number (B)(4)) and equivalent elevated access free t3 results were obtained.. The sample corresponding to patient two (2) was tested one additional time on an alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and equivalent elevated results were obtained. The customer also analyzed the patients' samples on two alternate methodologies (siemens, and roche) and obtained discordant, lower free triiodothyronine results. The sample corresponding to patient one (1) generated lower free triiodothyronine results that were within the assay's normal reference range when analyzed with both siemens and roche methodologies. The sample corresponding to patient two (2) generated lower results within the assay's normal reference range when analyzed with roche methodology and below the normal reference range when analyzed with the siemens device. The access free t3 results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control), and system check were performing within assay and instrument specifications recovering at the time of the event. No hardware errors or other assay issues were reported in conjunction with these events. The patients' samples were collected in serum tubes. Sample centrifugation speed and times were not supplied.. No issues with sample integrity were reported by the customer in association with this event.